Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update recv'd (B)(4) 2014 - patient's operative records were received. Records indicate the patient was revised to address an infected hip. This complaint was updated (B)(4) 2014.